Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow and the ok keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. It was noted that the issue has been occurring for two weeks. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was intact. The contrast, down arrow and ok keypad buttons were intermittently unresponsive. The up arrow responded appropriately. Evaluation revealed contamination under all the keypad buttons.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.